Manufacturer narrative:
The company rep replaced the central. The unit was tested to factory specification. It functioned normally.

Event description:
The customer reported that while the central station was in use monitoring pts along with ambulatory telepacks, the central station displayed a blue screen. No pt injury was reported.